Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. Technical services (ts) was consulted and noted an increase in the rv rate sense impedance. Additionally, anti-tachycardia pacing (atp) was delivered due to non physiologic noise oversensing detected on both the rate sense and shock channels. There was no history of shocks for this device, and no defibrillation threshold (dft) test was performed at implantation. Ts indicated that the observations were suggestive of a lead fracture. A chest x-ray was performed, as reported by the field representative; however, no further information was available as the patient will continue follow up care at a different healthcare facility. No adverse patient effects were reported. This rv lead remains in service.